Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was suffering from hypoglycemic symptoms and was almost unconscious. The patient's mother performed blood glucose measurements at 5:00pm, which showed values of 17.2 mmol/l, 7.9 mmol/l, 7.8 mmol/l and 2.2 mmol/l. The mother treated the patient. Type of treatment is unknown.